Manufacturer narrative:
Product evaluation: the product has not been returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that a capsular bag tear occurred during a cataract procedure with intraocular lens (iol) implant. The surgeon felt that the spring-loaded plunger system lost resistance and "jumped forward" leading to uncontrolled delivery of the iol, which caused a capsular tear. There was no vitreous loss and the lens was successfully implanted in the posterior chamber. Additional information has been requested but not received.

Manufacturer narrative:
Product evaluation: only the device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid nozzle. No damage was observed to the device or plunger. A non-qualified viscoelastic was indicated. Product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The root cause cannot be determined for the reported complaint; only the device was returned. No damage was observed to the device. The surgeon commented that he used a non directions for use (dfu) ophthalmic viscosurgical device (ovd). He has used the preloaded iol delivery system many times without incident; however he believes the new ovd is more dispersive. As stated in the preloaded delivery system dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics, leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the preloaded delivery system and is not recommended under any circumstance. (B)(4).

Event description:
Additional information was provided, clarifying that the event was caused by non-smooth iol delivery despite slow constant pressure on injector resulting in the leading iol haptic going through the posterior capsule. The iol rotated away from the capsular tear, and the iol was stable in the bag. The event was resolved without treatment, and it was noted that the patient had an excellent result.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).